Event description:
The end user reported while a medic crew was pushing the a patient on the stretcher in a medical facility, one of the medics alleged feeling and hearing a shock while touching the stretcher. No alleged injuries were reported and no medical intervention was sought. The patient transport was able to be completed with no adverse health consequences to the patient. The serial number of the subject stretcher was not provided.